Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the asr prosthesis in the patient's right hip failed resulting in metal particles or ions entering the surrounding tissue causing a deterioration of the tissue and entering into the bloodstream through which they were distributed throughout various parts of the body thereby causing metal poisoning. The patient underwent revision surgery as a result of the failure and suffered great pain and a diminished capacity to lead a normal life. Update rec'd 5/6/2015- ppd and medical records received. Ppd and medical records were received on 12/2/2013 with the alert date of (B)(6) 2013. These records were reviewed for MDR reportability on 5/6/2015. After review of the medical records for MDR reportability, the revision operative note indicated pain and metal wear debris. No labs were provided for the alleged high metal ions. The stem is being added for the high metal ions. This complaint was updated on 5/7/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.